Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The balloon inflated/deflated during prep. There were no abnormalities such as air, leaks, or poor expansion when the balloon was expanded outside the body at the preparation. The anatomy location (vessel name) the balloon did not deflate was the internal carotid artery (ic). While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported events ¿balloon leaked during use¿ and ¿balloon failed to inflate.¿

Event description:
It was reported that during the procedure, the operator placed a flow diverter system. Next, the subject occlusion balloon was guided, and an attempt was made to perform the post-dilation. However, the subject balloon could not be inflated. When it was removed from the patient's anatomy and inflated, the saline solution was found to be leaking. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the operator placed a flow diverter system. Next, the subject occlusion balloon was guided, and an attempt was made to perform the post-dilation. However, the subject balloon could not be inflated. When it was removed from the patient's anatomy and inflated, the saline solution was found to be leaking. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.